Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the subject device had poor image quality. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. Please see also section b5 for the updates (event found at) obtained from customer follow up response. The device was returned to olympus for inspection and the reported failure was confirmed. Device evaluation found image distortion due to charged coupled device (ccd) failure. In addition, the following reportable malfunctions were identified during the device evaluation: electrical contact corrosion, flooding due to cable scratches and scope mount adhesion. Based on the results of the investigation, the reported issue was confirmed and found to be due to ccd failure. The root cause of the faulty ccd and failures found could not be conclusively identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had poor image quality. The issue was identified before procedure during preparation of a therapeutic procedure. The procedure was completed using similar device. There were no reports of patient harm.